Manufacturer narrative:
Other, other text: device evaluation: one device was returned for analysis in used condition. Visual inspection showed chipping on the front left corner of the top case. "Primary audible alarm bgnd test" was verified via biomed, the event history log was not able to be downloaded. Functional testing involved running the pump through the power up process. The reported issue was not duplicated during the investigation and no damage was found to the speaker. Based on the investigation, the complaint allegation was not confirmed. The speaker was replaced as a preventive measure.

Event description:
Information was received indicating that this smiths medical medfusion 4000 pump pcb interconnect was replaced, then the pump exhibited audible alarm. No patient injury reported.